Manufacturer narrative:
Under (B)(6), pt information is considered confidential and will not be released by the hospital.

Event description:
It was reported that an event occurred during an intracranial aneurysm embolization procedure. After the micro-catheter placement into the aneurysmal area and just when the physician pushed the first coil, the image on the monitor reportedly flickered preventing the user from viewing the procedure. The patient reportedly experienced an aneurysm rupture. By continuing to push the coil, the bleeding was stopped within a short period of time. Observed clinical consequences: increase of the intra-ventricular CT exam. Actions taken: following the CT exam scanner results, an external ventricular deviation was performed. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.